Manufacturer narrative:
Evaluation summary : it was caused due to an excessive force applied on the insertion flexible tube (ift) . In addition, we confirmed that the angulation reduction due to worn out, and the remote button became softer due to worn out. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The ift of scope leaked. The scope was lack of augulation. The remote control button was worn out and became soft. The time of event is unknown. There was no report of patient harm.